Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay and a second patient sample tested with the elecsys prolactin gen. 2 assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The reporter stated that each sample was measured using a new reagent bottle. The first sample initially resulted in an estradiol value of > 3000 pg/ml and repeated as 45.43 pg/ml. The repeat value was considered correct. The second sample initially resulted in a prolactin value of 0.047 ng/ml and repeated as 41.29 ng/ml. The repeat value was considered correct. The estradiol reagent lot number was 590311, with an expiration date of 31-dec-2022. The prolactin reagent lot number was 581636, with an expiration date of 30-apr-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
The information for patient sample 1 is corrected as follows: the first sample initially resulted in an estradiol value of 59.11 pg/ml. The first repeat value was > 3000 pg/ml with a data flag. The second repeat value was 45.43 pg/ml and this value agreed with the patient's clinical history. The second patient sample was tested on 22-oct-2022. For this sample, the initial prolactin value of <0.047 ng/ml was accompanied by a data flag. The repeat value of 41.29 ng/ml agreed with the patient's clinical history. Calibration signals for both prolactin and estradiol reagents were within expectations. The last prolactin calibration was performed on 20-may-2022, which is about 5 months prior to the patient sample measurement. Re-calibration was overdue for 4 months and the calibrators expired in june 2022. Per product labeling: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot after 7 days (when using the same reagent kit on the analyzer) as required: e.g. Quality control findings outside the defined limits" controls recovered within range. Both reagent packs that were in use were not measured with qc prior to running the patient samples. Per prolactin and estradiol product labeling: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The sample centrifugation conditions were not performed as recommended by the tube manufacturer. The field service engineer performed preventive maintenance on the analyzer. The analyzer was found to be working properly. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic handling. Medwatch fields b3 and b6 have been updated.